Event description:
Customer reportedly obtained results of 112 mg/dl, 86 mg/dl, and 48 mg/dl. On the aviva system within 10 minutes. Reporter is unsure of any actions taken on device results. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.